Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading was in 60 range. Customer stated her daughter found her on the floor unresponsive. The current blood glucose reading is 78 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.